Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a raw skin irritation under the lifevest equipment. It was also reported that the garment was cutting into the patient's skin. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital and may have seen a wound care specialist for the skin irritation. It's unclear if the wound care specialist provided any type of medical intervention for the skin irritation. Reporting out of the abundance of caution.